Event description:
The customer reported that the balloon ruptured in less than 30. No other information is able to be obtained as the event was reported anonymously to anvisa in brazil.

Manufacturer narrative:
A non-conformance review was conducted for lot 2315311564 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There was no device returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. No actions are required at this time. We will continue to monitor related reports to determine if additional actions are necessary.